Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has possible infection at the ipg site. As such, tests will be administered and the patient will consult with the physician as the next course of action.

Event description:
Follow-up information revealed the patient stated it was determined that no infection was found at the ipg site. The patent was placed on antibiotics for 3 weeks the issue has resolved.